Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5 and 6 were not on the bus. A field service engineer replaced the two drawer controller pcbs, as well as the module pcb, and then verified proper operation. The fse assigned the drawers and confirmed their availability, ensuring they worked correctly before releasing the unit to the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux drawer keys had failed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.